Manufacturer narrative:
Concomitant product(s): a 4011 lead, implanted :(B)(6) 1984. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had low impedance values and noise. It was also reported that the right atrial (ra) lead had rising thresholds. The rv and ra leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.